Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The prosthesis wear reported may have been the result of malalignment between the implants, high contact stresses, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices and images of the devices are not available as the devices remain implanted at this time, and radiographs were not provided.

Manufacturer narrative:
Concomitants: 5801914 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, 5790539 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t, 5833158 200-07-35 - advanced patella 35mm 3 peg implant. These devices are used for treatment and not diagnosis. Pending investigation.

Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, with no revision surgery reported. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
The following sections were corrected: h6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.